Manufacturer narrative:
The patient's known short to shield was reported under MFR # 2916596-2018-05746. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient came into the clinic on (B)(6) 2021 with the driveline starting to pull away and break at the distal end connector near the system controller. There were no alarms, and it was noted that the patient already had a short-to-shield and uses an ungrounded cable at home. Log files did not show any unusual events and x-ray images did not show any obvious areas of concern in the external or internal portions. On (B)(6) 2021 the entire external portion of the driveline was replaced and repaired with no issues. The patient temporarily remained on battery power and an ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed that there was a cut adjacent to the metal connector; however, a specific cause could not be conclusively determined. The account submitted a photo of a cut in the silicone jacket of the driveline adjacent to the controller connector. The account also submitted 4 x-ray images for review, which captured internal and external portions of the patient¿s driveline. The x-ray images appeared unremarkable. The submitted log file captured no atypical events or alarms prior to the driveline repair. The pump operated above the low speed limit for the duration of the log file. A distal-end driveline replacement was performed on driveline serial number (B)(6) on (B)(6) 2021 and approximately 18.0¿ of the external portion/distal-end of the driveline was returned for evaluation. Tearing in the silicone jacket approximately 0.25¿¿ and 2.5¿¿ from the metal connector were observed under a layer of rescue tape. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 0.75'', 2.5'', 5.0'', and 7.5'' from the metal connector. No signs of debris, corrosion, or obvious damage to the underlying wires were observed at or around the repair site. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jun2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.